Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported that the patient experienced air embolism that caused a transient ischemic attack (tia). During a procedure using a farawave pulsed field ablation catheter the patient experienced air embolism that caused a transient ischemic attack (tia). It is unknown if any medical intervention was performed, but the procedure was able to be completed with the same equipment. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Updates were made based on additional information received to blocks b2 outcomes attrib to adv event, b5 describe event or problem, and h6 patient codes, impact codes. Correction to the initialmdr in blocks h6 patient codes, impact codes and h11 additional MFR narrative. The patient code e0137 transient ischemic attack was removed from the patient codes block, the impact code f12 serious injury/ illness/ impairment was removed from the impact codes block, and h11 additional MFR narrative was corrected to note the device is expected to return to boston scientific for analysis.

Event description:
(B)(6) clinical study, subject ID: (B)(6). It was reported that the patient experienced air embolism that caused a transient ischemic attack (tia). During a procedure using a farawave pulsed field ablation catheter the patient experienced air embolism that caused a transient ischemic attack (tia). It is unknown if any medical intervention was performed, but the procedure was able to be completed with the same equipment. The device is expected to be returned for analysis. It was further reported that a posterior left atrial wall ablation was performed and the patient's blood pressure dropped to a low of 60mmhg systolic and an st segment elevation was observed on the inferior lead. Air embolism to the right coronary artery was suspected. The farawave catheter was removed from the faradrive sheath under aspiration and no air was observed. The entire device system was checked for a possible air leak and source of air embolism, including the infusion sets, but none was found. The patient developed transient heart block that was reversed by 0.6mg atropine given intravenously, after which the patient condition stabilized with total normalization of the st segment elevation, improvement in blood pressure levels, and reducing inotropic. A coronary angiogram was performed which showed no thrombus nor air in right coronary and left circumflex arteries, and no significant coronary artery disease was noted. Upon reversing general anesthesia after the ablation procedure, the conscious level of the patient was noted to be impaired. The impairment level scored a 9 on the glasglow coma scale. An urgent computed tomography (CT) brain scan and a CT cerebral angiogram were performed and there was no obvious hemorrhage or acute ischemic changes noted and no obvious air bubble in the cerebral artery. A neurologist was consulted about the complications, and a likely diagnosis of acute cerebral injury from air embolism into the cerebral artery was made. A bolus dose of intravenous levetiracetam was administered to the patient as an anticonvulsant and then the patient was urgently transferred to another hospital for hyperbaric oxygen therapy (hbot). The patient was hospitalized and the event is ongoing.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported that the patient experienced air embolism that caused a transient ischemic attack (tia). During a procedure using a farawave pulsed field ablation catheter the patient experienced air embolism that caused a transient ischemic attack (tia). It is unknown if any medical intervention was performed, but the procedure was able to be completed with the same equipment. The device is expected to be returned for analysis. It was further reported that a posterior left atrial wall ablation was performed and the patient's blood pressure dropped to a low of 60mmhg systolic and an st segment elevation was observed on the inferior lead. Air embolism to the right coronary artery was suspected. The farawave catheter was removed from the faradrive sheath under aspiration and no air was observed. The entire device system was checked for a possible air leak and source of air embolism, including the infusion sets, but none was found. The patient developed transient heart block that was reversed by 0.6mg atropine given intravenously, after which the patient condition stabilized with total normalization of the st segment elevation, improvement in blood pressure levels, and reducing inotropic. A coronary angiogram was performed which showed no thrombus nor air in right coronary and left circumflex arteries, and no significant coronary artery disease was noted. Upon reversing general anesthesia after the ablation procedure, the conscious level of the patient was noted to be impaired. The impairment level scored a 9 on the glasglow coma scale. An urgent computed tomography (CT) brain scan and a CT cerebral angiogram were performed and there was no obvious hemorrhage or acute ischemic changes noted and no obvious air bubble in the cerebral artery. A neurologist was consulted about the complications, and a likely diagnosis of acute cerebral injury from air embolism into the cerebral artery was made. A bolus dose of intravenous levetiracetam was administered to the patient as an anticonvulsant and then the patient was urgently transferred to another hospital for hyperbaric oxygen therapy (hbot). The patient was hospitalized and the event is ongoing. It was further reported that the physician suspected air embolism occurred during the procedure, but this was not confirmed by imaging of the patient nor by visual inspection when the device and irrigation systems were checked for air the patient was discharged from the hospital after six days. A magnetic resonance imaging (MRI) scan was performed on the patient eleven days after the hospital discharge and no abnormalities were observed. It was confirmed that the adverse event resolved and the patient had no permanent impacts or injury.

Manufacturer narrative:
The farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and electrical testing. No outer abnormalities were observed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. In flower deployment, it was observed that the planarity of the splines was not perfect. However, the catheter passed the planarity test. Flushing was then tested through the irrigation line, and flushing was functional in all deployment states. Subsequently, the device was functionally tested by connecting the catheter to a known good farawave cable and a known good farastar console. Multiple ablations were performed successfully, and no abnormalities or errors were observed during testing. With a guidewire inserted into the catheter and the catheter fully deployed to flower, continuity testing was performed. The complaint farawave catheter was not confirmed to have anything wrong with it electrically. The catheter passed continuity and hipot testing. The returned farawave pulsed field ablation catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported clinical observations were not confirmed by the analysis. Updates were made based on additional information received to blocks a2 age at time of event and unit of measure, a4 weight and unit of measure - weight, and b5 describe event or problem. Correction to the first supplemental MDR in blocks b5 describe event or problem, and h6 patient codes and h6 impact codes. The patient codes e0133 stroke/cva and e050301 air embolism were removed from the patient codes block, and the patient code e0137 transient ischemic attack was added to the patient codes block.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: with all the available information, boston scientific has determined that the transient ischemic attack, heart block, st segment elevation, cognitive changes, hypotension and air embolism are a known inherent risk of use of this device. During product analysis, the device passed all test performed, showing no evidence of the reported failure. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the farawave pulsed field ablation catheter was returned to boston scientific for analysis. Upon receipt at the post market quality assurance laboratory the catheter underwent visual inspection, functional testing, and electrical testing. No outer abnormalities were observed. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. In flower deployment, it was observed that the planarity of the splines was not perfect. However, the catheter passed the planarity test. Flushing was then tested through the irrigation line, and flushing was functional in all deployment states. Subsequently, the device was functionally tested by connecting the catheter to a known good farawave cable and a known good farastar console. Multiple ablations were performed successfully, and no abnormalities or errors were observed during testing. With a guidewire inserted into the catheter and the catheter fully deployed to flower, continuity testing was performed. The complaint farawave catheter was not confirmed to have anything wrong with it electrically. The catheter passed continuity and hipot testing. The returned farawave pulsed field ablation catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported clinical observations were not confirmed by the analysis. Labeling review: the device was used for posterior left atrial wall ablation; this is considered off-label use of the device. The catheter is intended to be used to treat paroxysmal atrial fibrillation (paf), and this procedure is not considered part of the treatment of paf. The IFU contemplate the adverse events related to "embolism, air", "transient ischemic attack", "heart block" and "hypotension". There is no evidence that any updates to the document are required at this time. Risk review: a risk review performed for the farawave device confirmed that the event of transient ischemic attack (tia), heart block, st segment elevation, cognitive changes, hypotension and embolism, air are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the available information, the reported event of transient ischemic attack, heart block, st segment elevation, cognitive changes, hypotension and air embolism are a known inherent risk of use of the farawave ablation catheter. Air embolism is an expected procedural complication addressed within the IFU for the farawave catheter. The reported event of suspected air embolism leading to transient ischemic attack (tia) is based on clinical findings observed during the procedure, it seems like hypotension, st segment elevation, transient heart block, and subsequent neurological impairment were consequence symptoms related to an embolism. However, no air embolism was confirmed through imaging studies the symptoms could be transient and reversible. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc.

Event description:
It was reported that the patient experienced air embolism that caused a transient ischemic attack (tia). During a procedure using a farawave pulsed field ablation catheter the patient experienced air embolism that caused a transient ischemic attack (tia). It is unknown if any medical intervention was performed, but the procedure was able to be completed with the same equipment. The device is expected to be returned for analysis. It was further reported that a posterior left atrial wall ablation was performed and the patient's blood pressure dropped to a low of 60mmhg systolic and an st segment elevation was observed on the inferior lead. Air embolism to the right coronary artery was suspected. The farawave catheter was removed from the faradrive sheath under aspiration and no air was observed. The entire device system was checked for a possible air leak and source of air embolism, including the infusion sets, but none was found. The patient developed transient heart block that was reversed by 0.6mg atropine given intravenously, after which the patient condition stabilized with total normalization of the st segment elevation, improvement in blood pressure levels, and reducing inotropic. A coronary angiogram was performed which showed no thrombus nor air in right coronary and left circumflex arteries, and no significant coronary artery disease was noted. Upon reversing general anesthesia after the ablation procedure, the conscious level of the patient was noted to be impaired. The impairment level scored a 9 on the glasglow coma scale. An urgent computed tomography (CT) brain scan and a CT cerebral angiogram were performed and there was no obvious hemorrhage or acute ischemic changes noted and no obvious air bubble in the cerebral artery. A neurologist was consulted about the complications, and a likely diagnosis of acute cerebral injury from air embolism into the cerebral artery was made. A bolus dose of intravenous levetiracetam was administered to the patient as an anticonvulsant and then the patient was urgently transferred to another hospital for hyperbaric oxygen therapy (hbot). The patient was hospitalized and the event is ongoing. It was further reported that the physician suspected air embolism occurred during the procedure, but this was not confirmed by imaging of the patient nor by visual inspection when the device and irrigation systems were checked for air the patient was discharged from the hospital after six days. A magnetic resonance imaging (MRI) scan was performed on the patient eleven days after the hospital discharge and no abnormalities were observed. It was confirmed that the adverse event resolved and the patient had no permanent impacts or injury.